Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Air embolism is a known potential complication associated with all patients implanted vads. Additional report - the patient's status before the implant was not noted to be "special" and there no other relevant diseases before. No autopsy was done. The treating team did not think the death was related to the pump but it was thought to be due to surgery and coagulation disease. Most likely root case possibly for the event are the actual surgery itself and the patient's coagulation disease. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the post-operative period after lvad implant procedure this patient developed multi organ failure (mof) after a second episode of tamponade, requiring a return to the operating room on (B)(6) 2015. The patient required high amounts of vasopressors which resulted in a decline in kidney and liver function. The decision was made to stop medications and the patient expired on (B)(6) 2016. The cause of death was determined to be mof. The pump remains implanted in the patient post-mortem. Investigation is ongoing.

Manufacturer narrative:
Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the post-operative period after lvad implant procedure this patient developed multi organ failure (mof) after a second episode of tamponade, requiring a return to the operating room on (B)(6) 2015. The patient required high amounts of vasopressors which resulted in a decline in kidney and liver function. The decision was made to stop medications and the patient expired on (B)(6) 2015. The cause of death was determined to be mof. The pump remains implanted in the patient post-mortem. Investigation is ongoing.